Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 498 mg/dl. The blood glucose value was 300 mg/dl at the time of incident. Customer treated with bolus for high blood glucose. The product will not return for the analysis.